Event description:
The customer received a blood glucose reading of 75mg/dl on the contour next. He passed out and an ambulance was called. When paramedics arrived they retested the customer, and their reading was 23mg/dl. Customer was given sugar water, and taken to the hospital. Further treatment was not discussed. Customer was discharged after two days. Product was not expected to be returned. Product was not replaced.